Event description:
(B)(4). Same patient as MDR #2134265-2013-00175. It was reported that post a stenting treatment procedure, angina and in stent restenosis occurred. In (B)(6) 2011, the patient presented with chest pain and shortness of breath. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The first, 80% stenosed, 8mm x 2.25mm, target lesion was a de-novo lesion located in the second diagonal. The first target lesion was treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent with 0% residual stenosis. The second, 75% stenosed, 9mm x 3.0mm, target lesion was a de-novo, ostial lesion located in the proximal left circumflex artery. The second target lesion was treated with direct stent placement using a 2.75 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain radiating to upper chest associated with diaphoresis and was diagnosed with unstable angina. Angiography revealed in stent restenosis of both study stents. At the time of event the subject was taking aspirin and prasugrel. The study drug was discontinued and the next day the patient underwent coronary artery bypass graft on 3 vessels, left internal mammary artery to left anterior descending artery, saphenous vein graft to ramus, and saphenous vein graft to obtuse marginal branch. Five days later the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).